Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) roughly four weeks post-operation. The pump could be pressed but the bulb would then stay flat. A revision surgery was performed in which all the components were removed and replaced. During the procedure fluid loss was seen in the pump and air was found on the reservoir. The physician suspected the leak was caused by a hole but the source was not identified. There were no patient complications related to the event.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) roughly four weeks post-operation. The pump could be pressed but the bulb would then stay flat. A revision surgery was performed in which all the components were removed and replaced. During the procedure fluid loss was seen in the pump and air was found on the reservoir. The physician suspected the leak was caused by a hole but the source was not identified. There were no patient complications related to the event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.